Event description:
This case is from health authority. The suture at the end of the needle was broken during the suturing process, leaving the broken end of the suture and leaving the needle inside the patient''s body tissue. Immediately search within the patient''s body tissue, device found, removed. No detail of intervention received.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process, or final inspection. The needle component is supplied by ethicon. A review of the broken needle will be performed by a 3rd party laboratory. No samples, or photographs of the actual device were provided for review. No third party evaluation report was received to date. If samples, photos or the report become available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The suture breaking during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength. The ¿precautions¿ section in the IFU for the barbed pga/pcl device states: ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product.¿ pga/pcl suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and met all current criteria. A definitive root cause is difficult to determine without receiving sterile device(s) from the same finished good lot for testing/review, the actual device(s) to examine under a microscope, magnified photos of the actual suture device(s) or receiving detailed information regarding shipping, storage and handling of the device(s), pre-operative preparation of the device, exposure time prior to use, procedure performed, types of tools used to grasp the needle, if the procedure was robotic what size trocar was used compared to the needle size on the device or the surgeon''s technique.